Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. (B)(4). The reported issue was confirmed on-site by our field service engineer, the standby valve was replaced and after that, the functional tests performed successfully and the compressor unit was returned to service. The standby valve was discarded. Based on prior investigations, the compressor starts to deliver air when wall air is disconnected from the compressor and goes into standby when wall air is reconnected again, but it also went periodically to standby during the time when wall air is disconnected. Typically the compressor is on for 32-33 seconds followed by a standby period of about 7 seconds when wall air is disconnected. The conclusion in this matter is that the returned standby valve periodically goes to standby for short periods of time during ventilation when wall air is disconnected.

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor went into standby mode every 2 minutes. There was no patient involvement. (B)(4).